Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a band ligation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the elastic bands were succesfully deployed; however, it was noted that after a minute, the six bands detached and fell off the varices. The procedure was completed with another speedband superview super 7 device. There was no difficulty experienced upon setting up the device. Reportedly, the device was going to be expired on october 11, 2019, but the device was used during a procedure on (B)(6) 2020. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.